Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the needle fell out of the jaw of the instrument. The needle was retrieved. To correct the condition, another instrument was used. The current patient status is good, the patient is doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) received three devices opened by the account without the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted black loading/unloading top button was disengaged from device three. The button piece was returned with the device. Toggle switches were not observed and beveled walls of jaws were not observed for the devices as device could not be placed in the unloaded state. Pmv performed functional testing where all devices except device three were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Devices were found to function properly and needle remained intact. No difficulty was experienced in loading, unloading and toggling the needle in device two. Device one was difficult to load, unload and toggle the needle in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was used in the patient. There was patient and user involvement. There was no patient or user injury / hazard. The patient is doing well. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.